Event description:
It was reported this biliary stent prematurely deployed during placement in the superficial femoral artery. A cut-down procedure for retrieval followed. Pre-dilatation prior to stent placement was considered successful. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. This device was used in an non-indicated procedure, superficial femoral artery stent placement. Follow up indicated the metal valve guide was not used during advancement of the delivery system through the sheath and resistance was encountered. Co believes these factors may have contributed to this event. The co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms... Always use an introducer sheath for the implant procedure...an introducer sheath of a 7 french or larger size is recommended... A metal valve guide ("cheater") is provided to facilitate the entry of the symphony nitinol stent transhepatic biliary system through the hemostasis valve of the introducer sheath."